Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) was found partially exposed after removal from the patient. There were no reports of patient injury. The exoseal vcd was used in a diagnostic procedure. The procedure used a retrograde approach. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. The 5f non-cordis femoral sheath was used. The device was stored and prepped per the instructions for use (IFU). The puncture site did not have visible calcium or plaque, there was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. Hemostasis was achieved through manual compression. The device will be returned for evaluation.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 5f exoseal vascular closure device (vcd) was found partially exposed after removal from the patient. There were no reports of patient injury. The exoseal vcd was used in a diagnostic procedure. The procedure used a retrograde approach. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. The 5f non-cordis femoral sheath was used. The device was stored and prepped per the instructions for use (IFU). The puncture site did not have visible calcium or plaque, there was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. Hemostasis was achieved through manual compression. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, the indicator window was returned in the black/white and red position. During this visual analysis, a kinked portion was observed on the delivery shaft, located 8 cm apart from the distal tip. Dimensional analysis was conducted on a portion of the delivery shaft near the affected area to verify the outer diameter. The results of the dimensional analysis were found to be within specification. A high-magnification evaluation was conducted on the internal mechanism. No abnormal conditions were observed during this analysis. The reported event of ¿vascular closure device (vcd) deployment difficulty partial deployment¿ was not observed through analysis of the returned device. The device was received fully deployed and the plug was not returned for analysis. Dimensional and microscopic analysis had no anomalies. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer, especially since the received condition of the device did not match the description provided by the customer as it was received with no plug. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.